Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and arthralgia ("uffering from staggered pain of cervical origin with retro-scapular irradiation at the level of the right elbow and wrist for more than six months") in a female patient who had essure inserted (lot no. 774393) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was kenacort a (triamcinolone acetonide). On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced allergy to metals (seriousness criterion medically important), arthralgia (seriousness criterion disability), anxiety disorder ("disabling anxiety disorders"), pain in extremity ("her pain in her right upper limb"), joint ankylosis ("ankylosis appear in her shoulde"), neck pain ("intense neck pain"), muscle contracture ("contracture of the scalenes"), bursitis ("subacromial bursa"), sneezing ("sneezing all year"), tendonitis ("elbow tendiniti"), plantar fasciitis ("plantar fasciitis"), a first episode of periarthritis ("capsulitis"), depression ("depression"), epicondylitis ("epicondylitis of the right elbow"), aponeurosis contusion ("plantar aponeurosis"), osteoarthritis ("osteoarthritis") and a second episode of periarthritis ("capsulitis"). The patient was treated with xylocaine (lidocaine). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to anxiety disorder, pain in extremity, arthralgia, joint ankylosis, neck pain, muscle contracture, bursitis, allergy to metals, sneezing, tendonitis, plantar fasciitis, the first episode of periarthritis, depression, epicondylitis, aponeurosis contusion, osteoarthritis or the second episode of periarthritis. The reporter commented: recognition as disabled worker as of (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Computerised tomogram] on (B)(6) 2019: proper alignment of the vertebral bodies no listhesis no suspicious osteolytic or osteocondensing lesion osteoarthritis of the posterior multi-stage joints in cervical veterbrae (c)3-c4: uncovertebral arthrosis remodelling associated with osteoarthritis of the posterior joints responsible for bilateral foraminal stenosis. In c4-c5: uncovertebral arthrosis remodelling associated with osteoarthritis of the posterior joints responsible for severe bilateral foraminal stenosis. In c5-c6: global disco-osteophytic spreading associated with uncovertebral arthrosis remodeling and osteoarthritis of the posterior joints responsible for bilateral foraminal stenosis. In c6-c7 uncovertebral arthrosis remodelling associated with zygaphyseal osteoarthritis responsible for severe bilateral foraminal stenosis. Conclusion: in c2-c3, c3-c4, c4-c5 and c5-c6 uncovertebral arthrosis remodelling associated with osteoarthritis of the posterior joints responsible for severe bilateral foraminal stenosis. [Magnetic resonance imaging] on (B)(6) 2019: - a clear quantity of liquid in the biceps sheath; heterogeneous demineralisation of the humeral head presenting a slightly dystrophic appearance; calcifications on the surface of the insertion of the subscapularis tendon on the trochin; obvious contrast enhancement at the level of the subacromiodeltoid bursa, the joint capsule and the lower glenohumeral ligament as well as at the level of the clear interval of the rotator cuff. These contrast enhancements are characteristic of capsulitis. Conclusion confirmation of adhesive capsulitis linked to calcifying enthesopathy of the subscapularis. No rupture of the rotator cuff detected [ultrasound scan] on (B)(6) 2019: bone mineralisation is homogeneous there is periosteal apposition at the level of the lateral epicondylar region suggestive of lateral epicondylitis no intraarticular effusion no visible calcification opposite the soft tissue respect for the olecranal region with respect to ultrasound: hypoechoic but especially hypervascular appearance in doppler energy of the lateral epicondylar tendons suggestive of tendinitis. No sign of fissuration today normal appearance of the epitrochlear tendons. No abnormality of the triceps tendon absence of intra-articular effusion in conclusion: radiographic and ultrasound appearance of lateral epicondylitis of the right elbow; on (B)(6) 2019: result: the radiographic assessment shows the bone integrity, the omohumeral space and the subacromial space. Absence of aggressive acromial hook demonstration of an anterior calcification near the lesser tubercle the ultrasound confirms a significant centimetre-sized calcification at the enthesis of the suprascapularis tendon on the lesser tubercle. Integrity of the other elements of the rotator cuff, and of the long biceps. Absence of subacromial bursa effusion. Conclusion: radio-ultrasound assessment in favour of a calcifying tendinopathy at the enthesis of the suprascapularis. No associated damage to the rotator cuf; on (B)(6) 2019: respect for joint ratios no visible intra-articular effusion cortical irregularity of the lateral epicondylar region which may indicate insertional enthesopathy. No calcification opposite the soft tissues. With respect to ultrasound: hypoechoic appearance of the insertion of the lateral epicondylar tendons. This appearance is accompanied by hypervascularisation on the doppler and the whole is in favour of an epidondylitis. No abnormality of the triceps tendon no image of epitrocheitis absence of intra-articular effusion in conclusion: appearance of lateral epicondylitis of the left elbow; on (B)(6) 2019: the subacromial bursa is identified; on (B)(6) 2019: result: the long biceps tendon is in place in the bicipital groove and has normal echostructure and trophicity. Presence of a 3 mm subscapularis enthesophyte. The supraspinatus tendon and the intraspinatus tendon are of normal thickness and of continuous fibrillar echostructure with no calcification. No intra-articular effusion, nor at the level of the subacromio-deltoid bursa. No anomaly during the dynamic manoeuver in internal external rotations. Conclusion: absence of significant abnormality of the rotator cuff tendons.; (dates unknown): result: the examination reveals a thickening to 7 mm of the plantar aponeurosis at the level of its calcaneal insertion a little more distally, we also note a hypoechoic thickening of the proximal third of the plantar aponeurosis. , on its median nerve, measured at 5 mm. Conclusion: insertion enthesopathy of the plantar aponeurosis on the lower surface of the calcaneus. She could benefit from an ultrasound-guided infiltration. Aponeuropathy of the middle third of the medial nerve bundle of the left plantar aponeurosis and ronic focal mechanical aponeuropathy of the right plantar aponeurosis located approximately 2 cm downstream of the calcaneal insertion over approximately 8 x 7 x 4.5 mm; at this level, the aponeurosis is thickened, hypoechoic with a fine architectural disorganisation without fissuration [x-ray] on (B)(6) 2021: ollow appearance of the foot onset of claw deformity in the toes otherwise normal appearance of osteoarticular structures for the record, bipartite appearance of the medial sesamoid of the big toe the additional comparative ultrasound examination of plantar aponeurosis reveals evidence of chronic focal mechanical aponeuropathy of the right plantar aponeurosis located approximately 2 cm downstream of the calcaneal insertion over approximately 8 x 7 x 4.5 mm; at this level, the aponeurosis is thickened, hypoechoic with a fine architectural disorganisation without fissuration a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. The most recent information was received on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and arthralgia ("uffering from staggered pain of cervical origin with retro-scapular irradiation at the level of the right elbow and wrist for more than six months") in a female patient who had essure inserted (lot no. 774393) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was kenacort a (triamcinolone acetonide). On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced allergy to metals (seriousness criterion medically important), arthralgia (seriousness criterion disability), anxiety disorder ("disabling anxiety disorders"), pain in extremity ("her pain in her right upper limb"), joint ankylosis ("ankylosis appear in her shoulde"), neck pain ("intense neck pain"), muscle contracture ("contracture of the scalenes"), bursitis ("subacromial bursa"), sneezing ("sneezing all year"), tendonitis ("elbow tendiniti"), plantar fasciitis ("plantar fasciitis"), a first episode of periarthritis ("capsulitis"), depression ("depression"), epicondylitis ("epicondylitis of the right elbow"), aponeurosis contusion ("plantar aponeurosis"), osteoarthritis ("osteoarthritis") and a second episode of periarthritis ("capsulitis"). The patient was treated with xylocaine (lidocaine). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to anxiety disorder, pain in extremity, arthralgia, joint ankylosis, neck pain, muscle contracture, bursitis, allergy to metals, sneezing, tendonitis, plantar fasciitis, the first episode of periarthritis, depression, epicondylitis, aponeurosis contusion, osteoarthritis or the second episode of periarthritis. The reporter commented: recognition as disabled worker as of (B)(6) 2021 the pain did not occur after any trauma and she gradually saw ankylosis appear in her shoulder. Currently she remains in a lot of pain and the clinical examination immediately reveals quite intense neck pain with contracture of the scalenes. The tension of the nerves of the upper limb awakens very intense pain, leading me to suggest a cervico-brachial origin of her pain. In fact, it involves multiple and staggered pain on the same limb of concomitant appearance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Computerised tomogram] on (B)(6) 2019: proper alignment of the vertebral bodies no listhesis no suspicious osteolytic or osteocondensing lesion osteoarthritis of the posterior multi-stage joints in cervical veterbrae (c)3-c4: uncovertebral arthrosis remodelling associated with osteoarthritis of the posterior joints responsible for bilateral foraminal stenosis. In c4-c5: uncovertebral arthrosis remodelling associated with osteoarthritis of the posterior joints responsible for severe bilateral foraminal stenosis. In c5-c6: global disco-osteophytic spreading associated with uncovertebral arthrosis remodeling and osteoarthritis of the posterior joints responsible for bilateral foraminal stenosis. In c6-c7 uncovertebral arthrosis remodelling associated with zygaphyseal osteoarthritis responsible for severe bilateral foraminal stenosis. Conclusion: in c2-c3, c3-c4, c4-c5 and c5-c6 uncovertebral arthrosis remodelling associated with osteoarthritis of the posterior joints responsible for severe bilateral foraminal stenosis. [Magnetic resonance imaging] on (B)(6) 2019: - a clear quantity of liquid in the biceps sheath; heterogeneous demineralisation of the humeral head presenting a slightly dystrophic appearance; calcifications on the surface of the insertion of the subscapularis tendon on the trochin; obvious contrast enhancement at the level of the subacromiodeltoid bursa, the joint capsule and the lower glenohumeral ligament as well as at the level of the clear interval of the rotator cuff. These contrast enhancements are characteristic of capsulitis. Conclusion confirmation of adhesive capsulitis linked to calcifying enthesopathy of the subscapularis. No rupture of the rotator cuff detected [ultrasound scan] on (B)(6) 2019: bone mineralisation is homogeneous there is periosteal apposition at the level of the lateral epicondylar region suggestive of lateral epicondylitis no intraarticular effusion no visible calcification opposite the soft tissue respect for the olecranal region with respect to ultrasound: hypoechoic but especially hypervascular appearance in doppler energy of the lateral epicondylar tendons suggestive of tendinitis. No sign of fissuration today normal appearance of the epitrochlear tendons. No abnormality of the triceps tendon absence of intra-articular effusion in conclusion: radiographic and ultrasound appearance of lateral epicondylitis of the right elbow; on (B)(6)2019: result: the radiographic assessment shows the bone integrity, the omohumeral space and the subacromial space. Absence of aggressive acromial hook demonstration of an anterior calcification near the lesser tubercle the ultrasound confirms a significant centimetre-sized calcification at the enthesis of the suprascapularis tendon on the lesser tubercle. Integrity of the other elements of the rotator cuff, and of the long biceps. Absence of subacromial bursa effusion. Conclusion: radio-ultrasound assessment in favour of a calcifying tendinopathy at the enthesis of the suprascapularis. No associated damage to the rotator cuf; on (B)(6) 2019: respect for joint ratios no visible intra-articular effusion cortical irregularity of the lateral epicondylar region which may indicate insertional enthesopathy. No calcification opposite the soft tissues. With respect to ultrasound: hypoechoic appearance of the insertion of the lateral epicondylar tendons. This appearance is accompanied by hypervascularisation on the doppler and the whole is in favour of an epidondylitis. No abnormality of the triceps tendon no image of epitrocheitis absence of intra-articular effusion in conclusion: appearance of lateral epicondylitis of the left elbow; on (B)(6) 2019: the subacromial bursa is identified; on (B)(6) 2019: result: the long biceps tendon is in place in the bicipital groove and has normal echostructure and trophicity. Presence of a 3 mm subscapularis enthesophyte. The supraspinatus tendon and the intraspinatus tendon are of normal thickness and of continuous fibrillar echostructure with no calcification. No intra-articular effusion, nor at the level of the subacromio-deltoid bursa. No anomaly during the dynamic manoeuver in internal external rotations. Conclusion: absence of significant abnormality of the rotator cuff tendons.; (dates unknown): result: the examination reveals a thickening to 7 mm of the plantar aponeurosis at the level of its calcaneal insertion a little more distally, we also note a hypoechoic thickening of the proximal third of the plantar aponeurosis. , on its median nerve, measured at 5 mm. Conclusion: insertion enthesopathy of the plantar aponeurosis on the lower surface of the calcaneus. She could benefit from an ultrasound-guided infiltration. Aponeuropathy of the middle third of the medial nerve bundle of the left plantar aponeurosis and ronic focal mechanical aponeuropathy of the right plantar aponeurosis located approximately 2 cm downstream of the calcaneal insertion over approximately 8 x 7 x 4.5 mm; at this level, the aponeurosis is thickened, hypoechoic with a fine architectural disorganisation without fissuration [x-ray] on (B)(6) 2021: ollow appearance of the foot onset of claw deformity in the toes otherwise normal appearance of osteoarticular structures for the record, bipartite appearance of the medial sesamoid of the big toe the additional comparative ultrasound examination of plantar aponeurosis reveals evidence of chronic focal mechanical aponeuropathy of the right plantar aponeurosis located approximately 2 cm downstream of the calcaneal insertion over approximately 8 x 7 x 4.5 mm; at this level, the aponeurosis is thickened, hypoechoic with a fine architectural disorganisation without fissuration lot number: 774393 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report